Event description:
It was reported that the pt could not adjust her stimulation. A visit to her physician revealed that she had inadvertently turned her device off. It was then reactivated. The device was reprogrammed and the pt programmer was replaced because it was "defective". Following this, the device was still "not working properly, not doing the job" and the pt planned to have surgery to fix the problem. The pt outcome is unk. Further info is being requested from the hcp.